Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, in order to replace the abutment. The implanted device remains.

Manufacturer narrative:
This report is submitted on june 29, 2023.